Event description:
On (B)(6) 2012, I was treated for ipl laser hair removal at (B)(6), to several areas including my jawline. The lady was unlicensed working under a protocol of a physician with a cardiology background. She treated my jaw after doing my underarms so she kept me in a seated position instead of lying down. As soon as the treatment started at my jawline, I began to see bright, red, expanding light that caused pain/discomfort to my eyes. It kept going so I yelled out and the lady yelled back for me to shut my eyes. I yelled back stating they were shut but I could still see the light. I asked if it was normal to see and feel the light and continued to describe what I saw but she ignored me and continued going and I kept on complaining and then stopped complaining and just prayed that everything would be alright. I was scared, in a daze, not knowing what was happening. Once it was over I felt okay. I went on to work and by the afternoon I started experiencing again some eye pain. I thought it was a migraine coming on. I went home, got an ice pack and went to bed. But the symptoms acutely worsened and by the next morning I could not tolerate any light whatsoever. I had extreme photophobia and had to wear sunglasses and a hat to even walk to my car. I wore sunglasses when driving in the dark to handle the car/street lights. I dimmed my computer down at work to less than 30-35 percent and wore a hat and stayed in a darker corner for a while. Even no I have to still wear sunglasses indoors at work to handle fluorescent lighting, but I don't wear the hat indoors. My eyes also felt like heavy, large rubber balls. I had a hard time squinting or trying to focus. I had shooting pain in my right eye that was constant and also an aching pain in both eyes as well that was worse in the light. I require lubricant eye drops, initially using them 20-30 times per day. Now I am on restasis, serum ears, and still use lubricant eye drops but less frequently than before but still close to 20 times per day but perhaps less in the first part of the day and more in the second half of the day. My symptoms have improved greatly over the past two years but they have not resolved and I still have both photophobia and dry eye. I can tolerate the light in my home now but not the heavy work lighting. With the protection of sunglasses I tolerate the sunlight better than I used to outdoors but I cannot go without them or my eye drops. Of course the doctor that runs the med spa states that it is not possible as I had goggles on as most providers that run these types of spas state when something goes wrong. And it is true that most people with the eye injuries were treated too close to the eyes or without proper shields and neither was the case with me as I had goggles and it was my jawline that was treated. However, I did experience this despite those things and might be the first case where ipl caused eye damage at that distance. The key to my injury, I believe, was that she had me sitting up so the light probably went through the space between my goggles and my face to make contact with my corneas. Confocal exams have shown nerve damage as noted below. There is a part to this form that asked if manufacturer was contacted and , no, I have not directly contacted the manufacturer. The doctor that runs the place dr (B)(6) in an email mentions he spoke with an ophthalmologist that he knew and someone from (B)(6) and he was told that it is not possible. Dr (B)(6) still holds on to that and says it is not possible even though it did happen. You will not get anything helpful out of him as most of these types of spas that use these devices all pretty much say "it is not possible" when something goes wrong. My treating doctor is dr (B)(6) and you can probably contact him to discuss how possible this truly is that this did indeed happen. My medical records from the past 26 months should show how possible this truly is.